Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
(B)(4). Patient underwent to a hip arthroplasty on date 27 oct 2008. During the intervention she received a pinnacle implant. In the months (B)(6) 2014, the patient started to accuse pain. Due to this condition, the patient was subjected to different clinical visits and blood analysis - (please see test results box for these) soon the patient will be subjected to a revision surgery.